Event description:
It was reported that the patient had tightness of the neck that began 6 weeks prior to the report. It was noted that the patient experienced symptoms of a very tight neck and pain of the occipital area, bilaterally. It was noted that these symptoms were found on both the right and left side of the neck. No patient fall or trauma was reported. It was noted that an impedance test was performed and revealed that several contacts were out of range. It was noted that the system including the extension and lead appeared to be intact. It was noted that the patient did have neck pain, but no radicular symptoms into the patient¿s arm. It was noted that the patient did have a greater occipital nerve block 3 or 2 weeks prior to the report, but that only helped for 3-4 days and the pain came back. It was noted that the patient felt as if the pain was along the wires and went back and above the head. It was noted that the patient¿s tremor was controlled very well.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v884064, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v752271, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v884064, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40 lot# v752271, implanted: (B)(6) 2012, product type: lead. (B)(4).